Event description:
Report received from the USA stating that the device had cord damage. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. No additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional info is received, a supplemental report will be sent. (B)(4).